Manufacturer narrative:
(B)(4). Exemption number, e2014005 (B)(4).

Event description:
The event was reported by a customer from canada: possible over delivery of hydromorphone.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): possible over delivery of hydromorphone.